Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a serious injury. This complaint has been evaluated . No lot number is available. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
A wound care nurse reported that a patient who was already hospitalized (reason not provided) was treated with a flexi-seal because of diarrhea. The patient had stage 4 pressure ulcers (close to the bones) on the lower back after having been sitting up in a chair with a flexi-seal in place. A wound revision was performed (date not provided). It was reported that the wounds caused by flexi-seal extended the length of the hospitalization, but it was unknown for how long. The wound care nurse stated that ¿it is not the flexi-seal`s fault but because of wrong positioning.¿ although requested, no information was provided regarding how long the device was in use, the length of time the patient was positioned sitting up in a chair, or patient outcome.